Event description:
The device broke off.

Manufacturer narrative:
Correction: refer to h6 device code. The reported event could be confirmed, since the device was returned with a broken tip on the screwdriver blade. Visual inspection: returned device confirms that the tip of the screwdriver blade is broken. Breakage surface at screwdriver tip displays rough surface pattern consistent with instant breakage when device is placed under excess load. During manufacturing; functionality test and dimensional inspection were performed according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of excess load on screw driver blade during procedure. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The device broke off.